Event description:
It was reported that during routine follow-up, the health care professional (hcp) noticed a sudden increase in the ventricular pacing threshold and a sudden decrease in the right ventricular (rv) lead pacing impedance, which remains within normal range. It was also mentioned that the sudden changes appear to have occured during an episode of october 31, 2024, in which the patient experienced ventricular fibrillation (vf) during a coronary angiography procedure and the patient had to be shocked with an external defibrillator. It was noticed that, after the shock, there was immediate failure to capture observed at the rv lead. It was noted that, since then, the rv lead pacing impedance and threshold have been stable. Technical services (ts) reviewed the device data and advised to check if there were any changes in programming, as this observation could be observed by a change in the pacing configuration. If this is not the case, one possibility could be a potential micro displacement of the lead. Additionally, there are no episodes showing noise and the rv lead parameters remain stable. It was also advised to put the patient on remote monitoring. Changes in programming are not believed to be made, however, it was mentioned this would be confirmed with the hcp as well as putting the patient on remote monitoring. The rv lead remains in service. No adverse patient effects were reported.